Manufacturer narrative:
As reported, after advancing the shuttle of a 5f mynxgrip vascular closure device (vcd), the sheath was attempted to be withdrawn and there was resistance encountered. The user inspected the system and noticed that the small black sheath that holds the collagen plug had come out of the patient along with the system and failed to deploy. The balloon was deflated and pressure was held on the artery. There was no reported patient injury. The device storage temperature did not exceeded 25 °c. The user was trained on the use of the mynx. The mynx was used during a diagnostic peripheral procedure. Initially, the mynx was taken out of the package without pulling on the black piece. The balloon was tested as was previously shown. The procedure used a retrograde approach. The mynx was used in conjunction with an unknown 5f 10cm sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. The stopcock of the introducer sheath was opened prior to shuttle down. Hemostasis was achieved with manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The competitor¿s procedural sheath was covering the balloon bond and the procedural sheath¿s stopcock was received in the closed position. The device was returned in deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. The device was visually inspected prior to deployment simulation. No visual anomalies were observed. Functional testing per mynx instructions for use (IFU) was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was found exposed to saline. The condition of the returned sealant indicates a device deployment jam. One sterile 5f mynxgrip vcd device was received with the involved device in the original sealed packages but not in a temperature-controlled condition. Functional deployment was simulated and the device deployed sealant with the advancer tube properly engaged to the proximal tamp lock. The advancer tube was advanced to the marker satisfactorily. No resistance was felt during the deployment. The returned sterile device passed the simulation test and was deemed to be within specification. A product history record (phr) review of lot f1824303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned non-sterile device since resistance was experienced. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. There was no issue noted with the non-sterile device returned. Based on the limited information available for review and the investigation performed, the issue might have been caused by procedural/handling factors as evidenced by the closed procedural sheath stopcock and the sealant showing premature exposure to moisture. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1824303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after advancing the shuttle, the sheath was attempted to be withdrawn and there was resistance encountered. The user inspected the system and noticed that the small black sheath that holds the collagen plug had come out of the patient along with the system and failed to deploy. The balloon was deflated and pressure was held on the artery. There was no reported patient injury. The device storage temperature did not exceeded 25 °c. The user was trained on the use of the mynx. The mynx was used during a diagnostic peripheral procedure. Initially, the mynx was taken out of the package without pulling on the black piece. The balloon was tested as was previously shown. The procedure used a retrograde approach. The mynx was used in conjunction with an unknown 5f 10cm sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. The stopcock of the introducer sheath was opened prior to shuttle down. Hemostasis was achieved with manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.